Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench.

Event description:
Customer pointed out "angle loosening" repair was carried out and about two months after delivery, angle loosening occurred and we took care of the machine. This event occurred at the time of before use. There was no report of patient harm.